Event description:
The customer reported that the system displayed an hv registration failure error message. This error message will shut the system down. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery charger board and battery packs were replaced. The system was then found to be operating as intended.